Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4). In a follow up call to the facility, the reporter stated that a 100 ml bag was used for the infusion. The pump was set to infuse 80 ml at a rate that is unknown. The pump alarmed for the completed infusion and the nurse noted the bag was still half full. The set was changed and another 40 ml was delivered with no alarms or errors. The pump set was not saved. It was confirmed that no pt harm occurred. The actual pump involved in the reported incident was returned for evaluation. The volumetric accuracy was tested three times with no errors or interruptions. The results were all within specification: volume to be delivered of 100 ml at 85 ml/h rate: 1st test: 85.8 ml in 1 hour and 00 minute, 2nd test: 85.6 ml in 1 hour and 00 minute, 3rd test: 85.9 ml in 1 hour and 00 minute. The pumps operational log was reviewed. On 12/17/2012 at 12:27:13 am, a standard infusion was started with a rate of 100 ml/h for a volume of 85 ml. At 1:18:14: the infusion completed with a total volume infused of 85 ml or 100% of the expected volume. The pump went into kvo (keep vein open) at a rate of 3.0 ml/h and at 01:18:14 to 1:23:43 am with a total volume infused of .28 ml at 97.2% of the expected volume. At 1:24:38 the pump was set at to deliver a rate of 50 ml/ at a rate of 100 ml/h. At 1:54:40 the infusion was completed at a total volume of 50 ml delivered or 100% of the expected volume. The pump was not operational for the rest of that day. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer. A follow up report will be filed if additional pertinent information becomes available.

Event description:
As reported by the user facility: under infusion - 8713050u, serial # (B)(4).